Event description:
This event is being reported for aborted/cancelled procedure. It has been reported that an bmc rf puncture generator was selected for use. It was reported that when a non-boston scientific wire was attached to the non-boston scientific grounding pads, the bmc generator gave an error. It did not recognize the grounding pads. Thus, multiple pads were tried at different spots on the patient's body, but the issues persisted. The non-boston scientific grounding pad would not be connected. Therefore, the procedure was cancelled. No patient complications were reported. The device will return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.